Event description:
Procedure: nephrectomy. Reportedly, during use the device would not work properly. The surgeon had difficult time getting the device to seal. The device would not cut the tissue effectively. The device was exchanged for another similar device and the procedure was completed without incident. There were no reported injuries or ill effects to the patient.